Event description:
Caller states, the pt tested 1.8 inr on coaguchek test system 1 and 2.7 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Comparison performed at medical facility. Requested return of suspect test system, however caller states strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek test system 1.